Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high power alarms were triggered for the ventricular assist device (vad) twelve days post-implant. Moderate hem olysis levels and a reduction in haptoglobin were present as well as doubled lactate dehydrogenase (ldh) and free hemoglobin levels. Retrospective data analysis showed an increase in power and a pronounced waveform harmonic. The patient received thrombolytic and recombinant tissue plasminogen activator (rtpa) therapy; it was reported that technical parameters were in normal range the following day. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the device's manufacturing documentation confirmed that the device met all the requirements for release. The reported event was confirmed via analysis of log files which revealed a sudden increase in power consumption and 5 high watt alarms. Multiple low flow alarms were logged following the high watt alarms. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Based on the available information, the most likely root cause of the reported event can be attributed to external factors such as thrombus formation/ingestion. Based on the investigation conducted, the low flows may be attributed to thrombus in the outflow graft. If information is provided in the future, a supplemental report will be issued.